Manufacturer narrative:
Other, other text: b5: additional information received via email and attached (B)(6) 2021: no patient injury. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was duplicated. Error code 41541 and red screen appeared at startup. The latch lock flex cable was replaced for the issue. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 41541. No adverse effects were reported.